Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient experienced the poor telemetry or no telemetry with recharging, it took too long to charge. Patient stated charging ins at 7 am this morning and had full coupling the whole time, ins was half way full. It was noted it had never taken this long for patient to charge ins. Troubleshooting included repositioned antenna over ins, it didn¿t resolve issue. The outcome of troubleshooting was patient got 6 to 8 bars/issue resolved. Patient services (pss) inquired patient to stop the charge session and restart the charge session. It was mention patient was still seeing full coupling, and ins battery was less than half full. Pss consulted with repair who stated he would talk to patient to further determine the issue. It was noted the patient had been charging since 7 am and the ins was still at 25% charging to 50%, it was not increasing the battery in her body. The recharger was at 100% charge when she started and now it was at 50%, the ins was empty. A replacement recharger would be sent to patient. No further complication and no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to patient¿s taking too long to charge and ins was less than half way full; patient stated she didn¿t know why it would not charge. It was noted the new recharger fix those issues above. No further complication and no symptoms reported.